Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 6 am with a blood glucose level of 20 mg/dl. The customer was treated at the hospital but did not specify how they were treated. The customer stated that the insulin pump over delivered insulin. The customer's insulin pump was delivering incorrect amount of insulin because the number of carbs consumed were not correct in the device. The customer also reported that the buttons were stuck and hard to press on the device. The customer returned the insulin pump back for analysis.